Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and per the physician, the reported clip migration was due to procedural circumstances. The reported recurrent tr was a cascading event of the reported clip migration. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5. Two clips were successfully implanted, reducing tr to a grade of 3. On (B)(6) 2025 during a second procedure, it was observed that the second implanted clip was no longer fully seated on the anterior leaflet, causing tr to increase to a 4-5. In the physician opinion, the partial detachment was caused by the implantation of a non-abbott device.